Manufacturer narrative:
During quality investigation, the customer's complaint could was duplicated; the device overheated during testing. Upon disassembly of the device, a damaged motor, rotor, driveshaft, and other component parts were noted. Corrosion damage to the motor cartridge was identified as the probable cause of the failure. The damaged parts were replaced, preventive maintenance done and the device was repaired adn returned to the customer.

Event description:
The stryker core impaction drill was sent in for repair because it overheated and burned the pt's lip during an oral procedure. The burn was a 1cm by 1cm second degree burn on the wet dry line of the lower lip on the right side. According to the physician, scarring may or may not occur. The burn was treated with a steroid cream and bacitracin ointment. The physician has not evaluated the pt since the event occurred as the pt has not returned for a follow up.